Manufacturer narrative:
The tech found the communication cable has bent pins. The tech replaced the communication cable to resolve the issue.

Event description:
The tech alleged that the nurse call does not function. No pt impact.